Event description:
It was reported that the vertical lift on the 9800 system would not lower after the procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.